Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: ultrasound image was lost due to ultrasound probe breakage. Ultrasound image was lost due to the ultrasound cable disconnection. Ultrasound image was lost due to the failure of the pc board. The event can be detected/prevented by following the instructions for use: inspection of the endoscopic system warnings and cautions or precautions storage of the ultrasonic cable. During the device evaluation, service observed noise in the ultrasound image due to corrosion of the ultrasonic probe, caused by fluid ingress. A leak was observed due to a perforation in the forceps/instrument channel. Corrosion was observed in the scope connector, ultrasonic connector, operation section, and universal cord due to fluid ingress. An error displayed indicating poor contact occurred due to corrosion of the ultrasonic connector. In addition, the insulation resistance of the ultrasonic transducer surface was out of specification. The objective lens was chipped. There were stains that were difficult to remove on the objective lens, causing vignetting of the image. The angle of curvature was insufficient due to stretching of the angle wire. The angle knob play was out of specification due to stretching of the angle wire. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The subject device was returned to an olympus service center for evaluation with a report that there was a pinhole [leak]. There was no patient or user injury. During inspection and testing, service found that there was no ultrasound image displayed on the monitor. This report is being submitted for the malfunction [no ultrasound image] found during the device evaluation.